Event description:
Boston scientific received information that this lead had been exhibiting noise on the pace/sense portion which was due to a lead fracture. A revision procedure was performed and this portion of the lead was removed from service. Six years later, the lead was exhibiting noise on the shocking channel. Therefore, another revision procedure was performed and this portion of the lead was removed from service. A new right ventricular (rv) lead was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.